Event description:
Pt had catheter placed for instillation of medication. The catheter sheared and fractured while being removed. Exploration of soft tissue to retrieve catheter was attempted. No evidence of catheter was identified. Pt returned to recovery room in satisfactory condition.